Event description:
An implanted plate broke post-operative. Plate was implanted for c4-c5, c5-6, c6-c7 fusion due to herniated disks and other degenerative processes in 1998. Plate was noted as broken on an MRI done in 2003. Plate has not been removed from the patient.